Manufacturer narrative:
Philips service replaced the sibbox unit, tested the system, and restored it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a sibbox failure caused no radiation or table movement on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.